Manufacturer narrative:
Analysis of the catheter found that the catheter body was broken and had a hole in it that was not user related. Interrogation of the pump revealed that the pump logs dated back to (B)(6) 2008, and had no motor stalls logged. The pump was programmed to deliver pf (preservative free) morphine (10.0 mg/ml). The pump was stopped on (B)(6) 2008 at 09:03 and ¿stopped pump period may exceed tube set¿ occurred on (B)(6) 2008 at 09:03. The pump reached eri (elective replacement indicator) on (B)(6) 2013 and eos (end of service) on (B)(6) 2013. Eos occurred due to time progression; no significant anomalies were found with the pump. Evaluation conclusion codes are no longer applicable. Evaluation results code is no longer applicable. Evaluation conclusion code and evaluation results code are applicable to the catheter. Evaluation conclusion code and evaluation results code are applicable to the pump.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported a rotor stall occurred and the patient did not want to get the pump refilled. There was no rotor study performed. There was no patient injury. The pump and catheter were explanted.

Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
On (B)(6) 2016 information was received from a company representative that a dye study was being performed. At that time the representative did not have any further information. On (B)(6) 2016 additional information from the healthcare provider reported that a dye study was done but there was no spread of contrast. All medication was aspirated from the pump prior to the dye study. Device interrogation was done but no apparent abnormalities were noted. The patient has been referred to a surgeon for pump replacement. There was no date indicated in the chart at this time. Per the healthcare the pump was for "morphine" but dose or concentration was unknown. The indications for use were non-malignant pain and failed back surgery syndrome. No patient symptoms reported.

Event description:
Additional information received on (B)(6) 2016 from a manufacturer representative included pump logs. The most recent refill prior to this event was noted to be (B)(6) 2008. A "pump stopped due to stop command" message was noted on the day of refill with no restart recorded. On (B)(6) 2008, a "stopped pump period may exceed tube set" message was noted. The elective replacement indicator message was noted on (B)(6) 2013, and end of service was noted to have occurred on (B)(6) 2013. It was stated that the stall was not due to MRI, magnets, or electromagnetic interference.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.